Event description:
A malfunction alarm was reported due to a momentary power loss to the vibrator motor, identified by malfunction code 12. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue recurred, which the caller acknowledged and understood.